Event description:
Reporter indicated that a patient would have surgery to remove the vns device because vns therapy was exacerbating the patient's migraine headaches and the patient could not tolerate the pain. The patient underwent surgery during which the generator and lead were removed. Attempts to obtain additional information have been unsuccessful to date.